Manufacturer narrative:
Device available for evaluation? The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Brand name, initial reporter: name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the locking screw (part number 402.216s, lot number unknown). The subject device was returned with the complaint condition stating microscopic investigation shows that the screw is broken at the transition from the screw head to the screw shaft. The broken surfaces are homogenous what indicates material conformity. No irregularities can be identified. Visible signs indicate heavy mechanical loadings during insertion. Looks like exceeded mechanical force was applied during insertion. Due to the type of damages / deformation it is not possible to measure all relevant dimensions. The outer diameter only could be measured. According to drawing the diameter is specified 2.7mm 0/-0.1 mm, was measured with measuring device as 2.68mm which is within specification. The complaint is confirmed. No device history review (DHR) could be reviewed as the lot number was unavailable. Risk assessment for screws addresses the hazard ¿screw breakage¿. This hazard carries a major severity of harm (4) and an improbable likelihood of harm (1) which has a probability of occurrence of </=0.01%. This complaint condition is adequately covered by the risk assessment. The root cause was not determined, however, the most likely cause was exceeded mechanical force was applied during insertion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code used: hwc and ktt. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follow: it was reported that on (B)(6) 2016, patient underwent revision surgery to explant reported device. The original surgery was performed on (B)(6) 2015, for the distal clavicle fracture. During the explant of a lcp (locking compression plate) superior clavicle plate 3.5 with lateral extension, the surgeon found that the ti locking screw head was broken, being cut off from its thread. The screw was fixed in the second-furthermost (frontal) hole. According to the surgeon's comment, the screw head was not broken by excessive load. When he picked up the thread and took it out, the head came off. There was a 20 minutes surgical delay. The screw broke postoperatively and not during the removal surgery. This report is for one (1) locking screw. This is report 1 of 1 for (B)(4).